Event description:
This report is based on information provided by philips, bench repair personnel and has been investigated by the philips complaint handling team. While bench was troubleshooting the device on a previous issue, it was observed that there additional problems: the cpu is not being detected by test equipment. Investigation is ongoing.

Manufacturer narrative:
H11: the manufacture number used in this report 2031642-2022-02750 reflects the old manufacture number, this correction is to update the record to the new manufacture number.